Manufacturer narrative:
The investigations found for 2 of the events: the investigation could not identify a product problem. The cause of the event could not be determined. There were no follow up actions for 2 of the events. No devices were returned. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes 2 malfunction events. Questionable non-reproducible results were generated by the elecsys tsh assay. The events involved a total of 11 patients tested on a cobas 8000 e 602 module and 2 cobas e 601 analyzers. The patients' ages were requested, but were not provided. The patients' weights were requested, but were not provided. The patients' genders were requested, but were not provided. The patients' races were requested, but were not provided. The patients' ethnicities were requested, but were not provided.